Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the patient anatomy when tissue was noted at the tip of the clip. The cds was removed along with the tissue and replaced. One clip was implanted reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. In this case, there was no reported device malfunction associated with clip delivery system (cds) devices. It was reported that the clip delivery system (cds) was advanced into the patient anatomy when tissue was noted at the tip of the clip. A cause could not be determined. Additionally, the reported patient effect of embolism is listed in the instructions for use as a known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstances as no treatment was reported for embolism. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.